Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
As the user was a bilateral user, the family did not notice that his hearing deteriorated in the right ear. The user was re-implanted.

Manufacturer narrative:
Additional information: damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is being considered, but no date has been scheduled yet.

Event description:
As the user was a bilateral user, the family did not notice that his hearing deteriorated in the right ear. Re-implantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
As the user was a bilateral user, the family did not notice that his hearing deteriorated in the right ear. Re-implantation is being considered.

Manufacturer narrative:
Additional information: damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
As the user was a bilateral user, the family did not notice that his hearing deteriorated in the right ear. The user was re-implanted with a new device on (B)(6) 2025.